Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector between the start and end positions. A non-abbvie black rubber cover was received attached to the needle end of the injector upon receipt. The covering was removed upon receipt to properly visualize the receipt condition of the injector. Upon removal of the black cover, the bevel selector was observed to be partially torn. Slider resistance is unable to verify since a functionality test could not be performed due to the condition of the bevel selector. The complainant did not report that the bevel selector was damaged. The condition of the bevel selector is likely due to complainant handling.

Event description:
Healthcare professional reported a xen®45 gts "would not advance correctly." Device did not make patient contact. Surgery was completed with backup device in the right eye.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "would not advance correctly." Device did not make patient contact. Surgery was completed with backup device in the right eye.